Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports that serter did not release sensor and pulled sensor out of skin. Serter worked at the second attempt. Customer also reports that blood glucose was low and insulin pump did not alarm. Customer reports that insulin pump alerted to "meter blood glucose now" and when he entered 575 mg/dl, he was not given the option to calibrate. Customer's blood glucose at the time of call was 170 mg/dl. Customer was advised that insulin pump could not calibrate blood glucose over 400 mg/dl. Customer discontinued conversation and ended call. No further information provided.